Manufacturer narrative:
Multiple attempts to obtain additional information regarding patient and procedure were unsuccessful. (B)(4). The deltamaxx was returned for analysis. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, it was found that the coil was entangled around the device positioning unit (dpu) and the sheath. Unreported coil damage was found. Unreported coil damage found at three mid-section locations. Due to post-procedural cleaning, handling, and packaging, the circumstances of how and when this coil damage occurred cannot be determined. Located at the distal tip of the skive; the core wire protrudes through the sheath. The distal tip of the skive has mechanical sheath damage that opened up the skive and allowed the core wire to protrude through the sheath. This is resheathing tool damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resheathing failure of the deltamaxx was confirmed. The most likely root cause of the resheathing failure occurred when the resheathing tool was advanced past the clear/green junction and onto the proximal section of the green introducer. When the resheathing tool was retracted over the clear green section for resheathing purposes, it produced mechanical sheath damage which opened up the distal tip of the skive. This allowed the core wire to protrude through the sheath. In this condition the coil cannot be resheathed or advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ the resheathing failure for the orbit galaxy was confirmed. The cause of the failure experienced by the costumer appears was due to the kinked condition found on the introducer. The kinked condition noted on the introducer was apparently caused by applying excessive force on the devices but it could not be conclusively determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, an orbit galaxy (640cf0515/17142138) and a deltamaxx (cdx18062530/c32454) had e-sheathing failure. There were no potential patient adverse events. Multiple attempts to obtain additional information were unsuccessful. The devices were returned for analysis, and it was determined that the deltamaxx coil was damaged. The orbit galaxy was returned with the coil detached; however, it was confirmed that this was due to post-procedure handling.